Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and tactile examination found that the hypotube was kinked at various locations along its length. It was also noted that the outer was kinked 30mm distal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. It was observed that the most proximal rows of struts had been raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device. The tip outer diameter (od) was measured and was within specifications. The balloon stent protector was not returned to the complaint investigation site for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 2.25x24mm promus element¿ plus stent was advanced to treat the lesion, however the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.